Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information, provided by the biomedical technician, revealed that the system is no longer in its original condition as its electronics were removed. Therefore, no on-site evaluation was performed by a fresenius regional equipment specialist (res). However, the biomed revealed that the unit was pulled from service following the event, and the ultra-filtration (uf) identification checklist was completed. The testing revealed that the uf balance error (volume removed-uf collected) failed. The biomed indicated that the 2008k hd machine will remain out of service indefinitely. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). In the absence of additional information from the user facility, a medwatch report will be submitted to capture the allegation that a significant saline bolus was given to a patient free of symptoms for what was perceived as being excessive ultrafiltration (uf) by the 2008k hd machine to ensure the patient remained asymptomatic. Although the level of the excess uf as dictated on the treatment sheets, does not meet the established criteria for a reportable malfunction (in excess of 1kg of expected uf), the allegation that a significant saline bolus was administered to minimize the possibility of the patient becoming symptomatic, is considered as rising to a level beyond what one could consider normal prophylactic saline administration. Therefore, this event has been deemed MDR reportable. A plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were received on august 30, 2016 for the reported event of excess ultrafiltration (uf) fluid removal. Treatment data sheets were received, however, no additional progress notes or patient information were provided. A clinical investigation was performed to establish a causal relationship between the event of excess uf fluid removal, the hd treatment, and the possibility of patient impact. There is no documentation within the treatment data sheets provided for the hd treatment performed on (B)(6) 2016 to suggest a causal relationship between the 2008k hemodialysis (hd) machine, and the allegation of excess uf fluid removal. There is no documentation in the medical record that reveals the occurrence of a machine malfunction or an observed failure. Medical records do not indicate that any machine alarms were generated and there is no notation made by either the registered nurse or patient care technician signatories to indicate that an issue was identified which required the machine settings to be changed. The treatment data sheets indicate that the hd treatment was discontinued 3 hours after initiation ¿without problem.¿ it is also important to note that the provided treatment data sheets are not consistent with the administration of a single large saline bolus, or the administration of regularly scheduled saline flushes during the hd therapy. There is no indication that saline was provided during the (B)(6) 2016 hd treatment. Additional information is needed to determine the machines¿ operational integrity and to assess a possible causal relationship between the hd treatment, the allegation of excess ultrafiltration (uf) fluid removal, the administration of a significant saline bolus, and the possibility of patient impact.

Event description:
A user facility reported that during an in-center hemodialysis (hd) treatment the patients ultrafiltration (uf) goal for total fluid removal was set to 100ml prior to initiation of the therapy. However, shortly after the treatment was initiated the uf rate was found to be 1000ml per hour, which was greater than the specified range. The patient care technician (pct) stated that the patient was given a 1000ml saline bolus to offset the additional fluid removed prior to the uf rate issue being identified. Although multiple attempts were made to obtain clarification related to the exact details of the saline dosage administered, as well as if and how the bolus was broken up, the user facility was not able to provide any further relevant information. The nurse overseeing the patient at the time of this event is no longer employed by the facility. The treatment data sheets were provided which reveal that the patient had a total fluid removal of 1019ml. Furthermore, the treatment sheets note a post treatment weight of (B)(6) which reflected a weight reduction of -0.4kg. Based on the provided treatment sheets, the patient had only 0.3kg of additional fluid removed during the entire course of the hd treatment. However, as the patient received a saline bolus to replace what was perceived as an excess volume of fluid removed, this is considered a patient adverse event. Additionally, patient medical records were received and verified that the patients vital signs remained stable and the patient showed no signs or symptoms of any adverse effects and was discharged to home without the need of any additional intervention. The clinic manager confirmed that the patient was asymptomatic throughout the entire hd treatment, but was given the saline bolus to prevent any potential issues from arising. There is no documentation of any machine alarms, nor any comments by registered nurse or patient care technician to indicate that any attempts were made to update the machine settings. The treatment data sheets note that the hd therapy was discontinued at 3:21pm, approximately 3 hours after it was initiated, "without problem." It is also important to note that the provided treatment data sheets are not consistent with the administration of a single large saline bolus, or the administration of regularly scheduled saline flushes during the hd therapy. There is no indication that saline was provided during the (B)(6) 2016 hd treatment. The patient continues to receive hd treatments at this user facility with no recurrence of the event as reported. Following the event, the 2008k hd machine was removed from service for evaluation. The biomed indicated that the uf problem identification checklist was performed, and the unit failed for a high uf balance error. At this time, there is no plan to return the unit to service.